Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. During the revision procedure difficulty was experienced retracting the helix mechanism. After the lead was removed it was found the helix had retracted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was partially extended and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Laboratory analysis was unable to confirm the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. During the revision procedure difficulty was experienced retracting the helix mechanism. After the lead was removed it was found the helix had retracted. A new lead was successfully implanted. No additional adverse patient effects were reported.